Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hysterectomy procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the suture broke during sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A labeled winding former with a reparked needle-suture piece of product code sxpp1a405 was returned for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected and marks were observed on the body needle that appears to be by the use of a surgical instrument. The suture piece was examined, body fluids were noted, and the end was cut. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of breakage suture suggests an improper handling of the sample.